Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion and the implantable pulse generator (ipg) was protruding through the skin. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.